Event description:
Pt stated she is having issues when she starts pump. Stated the tube that holds the rx pops out of the driver nose. Hizentra indication: chronic inflammatory demyelinating polyneuritis. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.